Manufacturer narrative:
Beckman coulter customer technical support suggested the customer replace the sodium electrode (668295), which is "as needed" maintenance per IFU a93719ab, october 2012. The customer replaced the sodium electrode and the issue was resolved. Field service was not dispatched for this event. Identified failure mode: failure mode appears to have been the sodium electrode.

Event description:
The customer reported the unicel dxc 600 synchron system generated false low sodium results for six patient samples. Results were not reported out of the lab. The samples were rerun and produced higher sodium test results. There was no report of death, injury or affect to patient treatment. Note: patient demographics were not provided for any patients.